Event description:
A hospital in (B)(6) reported that a bc060 single-heated breathing circuit was found to be open circuit. The humidifier alerted the staff to the fault during setup (prior to patient use).

Manufacturer narrative:
Product was not returned for investigation as initially reported. (B)(4).

Event description:
It was reported that during a mapping procedure, a moderate cardiac tamponade. While merging with CT image and checking its accuracy after the mapping point was captured, the patient's blood pressure began to drop. The epicardium was punctured and drainage was performed. The patient was in stable condition, and had recovered. The physician commented that the event could have been caused by the catheter manipulation. Also stated by the physician, there was no causal relation between the event and the products.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4).